Manufacturer narrative:
Additional information received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches manufactured in (B)(4). The review of the DHR (device history record) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female patient (age nos) who received an application of poly-l-lactic acid (sculptra) on an unknown date. Relevant medical history and concomitant medication information were not mentioned. The patient experienced late nodes, one year after poly-l-lactic acid application. No additional information was provided. Event outcome is unknown. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Per our affiliate, no additional information is expected for this case as the reporter denied providing further data. Reporter's causality assessment: not provided.